Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed occurrences of "primary audible alarm bgnd test" and "primary audible alarm post." Functional testing was unable to duplicate the customer's reported issues. The investigation was unable to determine the cause of the reported primary audible alarm, no damage to speaker was found. No issue with the interconnect printed circuit board was found. Based on the investigation, the complaint allegation was not confirmed. The speaker was replaced as a preventive measure.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump pcb interconnect was replaced, then the pump exhibited audible alarm. No patient injury reported.